Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ painful symptoms") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/embedded in uterus/migration of essure device location of device:embedded in uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (2 live births on ((B)(6) 2000 and (B)(6) 2007).), miscarriage and hernia repair. Previously administered products included for prevents pregnancy: iud in 2008. Concurrent conditions included hypertension and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain/constant vaginal pain"). The patient was treated with surgery (had supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, dyspareunia and genital haemorrhage outcome was unknown and the vulvovaginal pain was resolving. The reporter considered dyspareunia, fallopian tube perforation, genital haemorrhage, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications from essure removal procedure. The patient tolerated the procedure well. Pelvic pain was deceased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. On unspecified date patient had performed hysterosalpingogram, total bilateral occlusion. On (B)(6) 2012, patient had diagnosed pathological report received in formalin, labeled with the patient¿s name and ¿uterus¿ is a supracervical hysterectomy specimen weighing. 68 grams and measuring 5.2 cm from fundus to cervical resection margin, 5.0 cm from cornu, and 4.3 cm from the anterior to posterior. The anterior and posterior surfaces cannot be grossly identified. The serosal surface was tan-brown to purple, dusky and smooth with no sub serosal nodules identified. Bivalving demonstrates a triangular endometrial cavity measuring 2.5 cm from cornu to cornu and 3.3 cm in length, and is lined with pink-tan, lush, focally hemorrhagic endometrium, at least 0.2 cm thick. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records, patient demographic, relevant history,new event dyspareunia (painful sexual intercourse), perforation (uterus), perforation (fallopian tube(s) and migration of essure device location of device: embedded in uterus were added. The event pain, constant pelvic pain (severe) and constant vaginal pain clubbed with previous event. Outcome of event vaginal pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.